Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. However, unit passed displacement test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was 118 mg/dl. The insulin pump will return for analysis.